Manufacturer narrative:
The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A complaint history check could not be performed for the defect/condition reported since the lot number was not provided. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the consumer is noticing welts under his skin after using an unspecified syringe. He did not report any injury or medical interventions.